Manufacturer narrative:
There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had experienced poor vision quality and halos. The iol was exchanged for another lens approximately 2 months following the initial implant procedure. The clinical reason given for the explant was ¿dysphotopsia, pigment deposits on anterior iol.¿ additional information was requested.